Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The green surgeon monitor was confirmed. The surgeon video cable was replaced. The system then passed the system checkout and was found to be fully functional. The surgeon video cable was returned to the manufacturer for analysis. There was an open from pin 7 of the connector. This connector is the blue signal and explains the green hue due to the lack of blue electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding a navigation system outside of a procedure. The hcp indicated that when starting up the igs they noticed a green surgeon screen. The surgeon monitor cable was planned to be replaced and no patient was involved with this issue.